Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that tabletop lamp port 1 and 2 were disabled prior to a surgical procedure. Ports 3 and 4 were used to perform the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system. There was no system message during or after the boot-up sequence. The sample was then functionally tested and found to meet specifications. Based on sample testing and information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).